Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: dislodged stent possibly remains in patient. Device issue: stent dislodgement. It was reported that the 2.5 x 28 mm promus stent was implanted in the mid cx, and a distal edge dissection occurred. An attempt was made to place the 2.5 x 12 mm promus stent to treat the dissection, but the stent delivery system (sds) would not cross, even with excessive force. The sds was pulled back and predilatation was performed. Another attempt was made to cross with the 2.5 x 12 mm promus sds, but it failed. The sds was pulled back and it was noticed that the stent was no longer on the delivery system. The stent could not be located on angiogram. A 2.5 x 8 mm minivision was placed. The patient is reported to be fine. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - the IFU states: "an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled into the guiding catheter." "If unusual resistance is felt before the stent exists the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement." In this case, the attempt to cross and the stent implant dislodgement appear to be related to the circumstances of the procedure and not a quality issue with the device. Lot unk, is being filed under MFR # 2024168-2008-01113.